Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient laa anatomy was shallow broccoli-shaped with a small anterior wing. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) was selected for use. During the procedure, the closure device was recaptured and repositioned several times. The device was placed safely against the shallow back wall of the appendage with distal fabric making contact with the tissue and no leak noted after the appropriate tug test. During evaluation of position, anchor, size and seal (pass) criteria, there was a noticeable shoulder in the 0-, 90- and 135-degree views. The shoulder was about 1/3 of the device, however it was more prominent in the 135-degree view. A discussion was made amongst the implanting physicians, transesophageal echocardiography (tee) operating physician and the clinical specialist that there was sufficient coverage having no leak and an adequate tug test was performed which was deemed acceptable by all. The decision was made to release the closure device. Once released, the closure device was assessed once again, and a posterior leak was now presence in the 135-degree view with color flow entering under the fabric. The physician expressed a slight concern for device stability. The following day the device embolized and migrated to the aorta. There were no symptoms or complications to the patient. The patient was reported to be stable. The patient was taken to the cath lab and the physicians were able to successfully retrieve the closure device by use of a 14fr catheter. There was no harm to the patient. The patient may return at a later date for another attempt at the laa closure procedure.

Manufacturer narrative:
Media was received and evaluated by bsc sr. Medical director: four (4) transesophageal echocardiography (tee) and three (3) fluoroscopy video loops were submitted for review. There was a slight shoulder visible in most tee views, but especially at higher angles. The only color doppler view seemed to show a jet under the seam of the fabric on the posterior side in a high angle view. The tug test was shown in the fluoroscopy without significant wire bias. The distal surface of the device seems to be rather flat on fluoroscopy, but tee loops do not give the impression that there is under compression. In conclusion, the media confirms the event description showing a rather proximal device position that could have contributed to the embolization detected one day after the procedure. The embolized device was not shown in the media.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient laa anatomy was shallow broccoli-shaped with a small anterior wing. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) was selected for use. During the procedure, the closure device was recaptured and repositioned several times. The device was placed safely against the shallow back wall of the appendage with distal fabric making contact with the tissue and no leak noted after the appropriate tug test. During evaluation of position, anchor, size and seal (pass) criteria, there was a noticeable shoulder in the 0-, 90- and 135-degree views. The shoulder was about 1/3 of the device, however it was more prominent in the 135-degree view. A discussion was made amongst the implanting physicians, transesophageal echocardiography (tee) operating physician and the clinical specialist that there was sufficient coverage having no leak and an adequate tug test was performed which was deemed acceptable by all. The decision was made to release the closure device. Once released, the closure device was assessed once again, and a posterior leak was now presence in the 135-degree view with color flow entering under the fabric. The physician expressed a slight concern for device stability. The following day the device embolized and migrated to the aorta. There were no symptoms or complications to the patient. The patient was reported to be stable. The patient was taken to the cath lab and the physicians were able to successfully retrieve the closure device by use of a 14fr catheter. There was no harm to the patient. The patient may return at a later date for another attempt at the laa closure procedure.